Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for foreign matter with the incident lot was not observed as all product specifications were met. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
It was reported that foreign matter was found after use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "it was reported that needle was dull and had white substance. She stated that her employee noticed (after use on a patient) that the bottom third of the needle looked "almost like it's tarnished, or there is a white substance, not the shiny silver like the rest of the needle, it's real dull and looks white". This occurred one time on 12/03/2019. Ref: 368607, she does not know the lot number. She said she would try to take pictures, may have it available for return, it will be contaminated. I instructed her to wait for the acknowledgement email from us and reply to that email with the pictures. There was no impact to the patient, "nothing went wrong with the patient."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found after use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "it was reported that needle was dull and had white substance. She stated that her employee noticed (after use on a patient) that the bottom third of the needle looked "almost like it's tarnished, or there is a white substance, not the shiny silver like the rest of the needle, it's real dull and looks white". This occurred one time on (B)(6) 2019. Ref: 368607, she does not know the lot number. She said she would try to take pictures, may have it available for return, it will be contaminated. I instructed her to wait for the acknowledgement email from us and reply to that email with the pictures. There was no impact to the patient, "nothing went wrong with the patient."